Manufacturer narrative:
Device evaluation: a visual and functional test was carried out on the endoscope. The handle and the shaft are scratched. The causes of the scratches are due to wear and tears. The error described by the customer " tipcam not functioning " could not be confirmed. The tipcam is fully functional. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production-related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The malfunction experienced by the customer is not attributable to the tipcam. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing site as documented in section d9. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that at the beginning/start of the procedure, after plugging in the tipcam it showed lines on monitor, causing the image not be come unclear. Second tipcam was used to complete the procedure. No negative impact in state of health reported. No harm to user or patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).